Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 54 mg/dl. The customer also experienced nausea and vomiting. The customer was not wearing the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.